Event description:
It was reported that patient had presented post op with vertical gas breakthrough (vgb). No additional information was provided.

Manufacturer narrative:
Device evaluation: field service was dispatched to perform system evaluation and replaced pre expander, performed auto correlation, spot size camera, alignments, gel evaluation and perform preventative maintenance. System performing to specification. On june 6, 2024, jnj clinical application specialist visited site and gelled laser at at 5/5 @ 0.65 with 80% melt, 6/6 @ 0.85 at 80% melt and 7/7 @ 1.05 at 80% melt. Doctor's settings are 7/7 with bed energy at 1.0 and side cut energy at 0.90. His flap thickness is set at 100um. Max energy at startup was 2.19uj. After gelling, clinical did an energy wheel initialization and it was 2.26uj. Room temperature was found at 65 degree f, humidity 33%. On june 7, 2024, clinical returned to site and observed 13 lasik cases performed by the doctor. Intralase performed well. Initial max energy 2.19 and subsequently stayed at 2.26 the rest of the day. Temp/humidity stayed constant at 65f/33%. Settings used were 1.00 bed energy, 0.90 side-cut energy, flap thickness 100um. Easy lifts and doctor was happy with its' performance. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.